Manufacturer narrative:
Additional information was added to h4 and h6. Correction to d4: unique identifier (UDI) #. H4: the lot was manufactured from march 5, 2020 - march 9, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused. The reporter stated that at the end of the expected therapy time of 46 hours, 65ml remained in the device. This issue was identified after use of the device for a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.